Event description:
Customer reportedly obtained results of 392mg/dl and 171 mg/dl on the same device within 1 minute. Customer reportedly took an unk amount of novalog based on the 171mg/dl result. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.